Manufacturer narrative:
The customer reported that this central nurse's station (cns) spontaneously shutdown and rebooted itself. After the unit rebooted, it entered a boot loop that lasted about five minutes before returning to normal operation. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) spontaneously shutdown and rebooted itself. The unit was not in patient use at the time.